Manufacturer narrative:
(B)(4). Insulin pump passed displacement, and self test. No hardware low level failure detected alarm was noted during testing; however, hardware low level failure detected alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly, absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error was occurred during self test. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.